Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with missing segment due to cracked and bleeding lcd glass.

Event description:
Information received by medtronic indicated that insulin pump had partial display. No harm requiring medical intervention was reported. Customer used new or fully charged batteries. Customer stated that insulin pump was not bumped or dropped. The device will be returned for analysis.